Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having issues with her implant and was needing it turned off. There were no further symptoms or complications reported or anticipated.